Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's keypad was unresponsive. The customer's blood glucose level was 214 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded button on keypad traces. Insulin pump had a cracked lcd window, cracked case on display window corner and cracked reservoir tube lip.